Event description:
It was reported that the patient stated that when he squeezes the pump the bulb goes flat and stays flat and feels like a prune and won't refill. According to the patient, he has had the inflatable penile prosthesis (ipp) for one year. Patient liaison gave him the burp and reboot techniques. The patient will attempt this maneuvers and will contact his dr. Follow-up if it doesn't improve.